Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation. This is one of three reports (3007042319-2015-00435, 3007042319-2015-00436 and 3007042319-2015-00437) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the patient observed the batteries switching. A preliminary analysis of the log files led the facility to decide to exchange three (3) of the batteries and provide the patient with replacement devices. There was no reported patient injury as a result of this event. All three (3) batteries have been received by the manufacturer for evaluation. This is report 1 of 3.